Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges weird smell/ strange odor coming from unit, and very dizzy after waking up. The patient states that about 4-5 months after starting use of the machine they noticed strange smell, each time the machine was started it had a plastic burning smell, so they stopped use of the machine and contacted dme. The patient also looked for physical signs but did not find anything. An escalation form was sent as the patient needs a replacement device as soon as possible. Additionally, the patient states, since he stopped using it, breathing is worse, not feeling well, feels like he is dying. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges weird smell/ strange odor coming from unit, and very dizzy after waking up. The patient states that about 4-5 months after starting use of the machine they noticed strange smell, each time the machine was started it had a plastic burning smell, so they stopped use of the machine and contacted dme. The patient also looked for physical signs but did not find anything. An escalation form was sent as the patient needs a replacement device as soon as possible. Additionally, the patient states, since he stopped using it, breathing is worse, not feeling well, feels like he is dying. Section b1 updated. This report is now being filed as an adverse event instead of a product problem. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.